Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a homechoice cassette and solution bag. It was further described as "poor dialysate connection". This occurred during set up for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.